Event description:
Customer states she ran three back to back blood glucose tests on the same meter within five minutes. Blood glucose results were 339mg/dl, 225mg/dl, and 86mg/dl. Tests were from the same finger stick. Customer did not take action/inactions based on blood glucose results. Customer, also did not seek or receive any treatment based on results. A request was made for return of suspect device, and a replacement was sent.